Manufacturer narrative:
(B)(4). Manufacturer¿s evaluation: the complaint of infection can not be confirmed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 3: reference MFR. Report# 1627487-2015-20660, reference MFR. Report# 1627487-2015-20661. It was reported the patient experienced infection at the lead site of the pns system (off label) and was admitted to the hospital (event date unknown). Surgical intervention was taken where the pns system was explanted. As of (B)(6) 2015 the infection was cleared and the patient was discharged from the hospital.